Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent electrical disconnect due to the battery. It was noted that there were two pump stops associated with the event. The battery was exchanged. No patient complications have been reported as a result of this event.

Event description:
It was further reported by the manufacturer that while reviewing log file data for the event, the data revealed a loss of power with the controller. The controller remains in use.

Manufacturer narrative:
Product event summary: the battery (B)(6) was returned for evaluation. The controller (B)(6) was not returned. Various ana lyses and reviews were conducted in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed two power-up events on (B)(6), 2018 at 16:14:50 and on (B)(6), 2018 at 06:26:49. The controller was without power for about 17 and 8 seconds respectively. Analysis of the alarm log files did not reveal any power disconnect alarms. (B)(6) could not be determined whether it was involved in the loss of power as the data log files covering the reported event were not available for analysis. As a result, the reported loss of power was confirmed with the controller; however, the reported electrical disconnections could not be confirmed. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Applicable risk documentation and experience with events of similar circumstances were considered; events involving intermittent electrical disconnections can be attributed to momentary disconnections. Other devices involved in this event: d1: heartware ventricular assist system ¿ controller 2.0 d4: controller 2.0 / (B)(6) / model #: 1420 / expiration date: 2018-08-31 UDI #: (B)(6). D10: no h3: yes h4: mfg date: 2017-08-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA method code(s): 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4315 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.